Event description:
A surgeon reported a pt with a thin flap following flap creation on the left eye. The surgeon was able to lift the flap and successfully complete the lasik procedure; however, postoperatively, this pt reported mild blurred vision. This pt's ucva improved from 20/150 preop to 20/25 postop.

Manufacturer narrative:
Investigation including root cause analysis is is progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).